Event description:
Central venous catheter was inserted on 2/26/94 in the operating room by the surgeon. The catheter was inserted into the left subclavian vein with radiologic confirmation post insertion that the tip was in the superior vena cava-right atrial junction. Problems occurred with IV fluid leaking from the site upon initiation of therapy in the ICU post-op. The 3 lumens of the catheter were all assessed to be patent and blood return was obtained from all 3 ports (proximal, middle, and distal). Despite this assessment and observation that sutures were intact and no sign of catheter retraction, leakage was a problem which necessitated catheter removal and insertion of a new central catheter on the opposite side. Hosp has had similiar incidents in the past with leakage of the catheter.